Event description:
It was reported that the patient had a new pump implanted in late 2007. Since the pump replacement, the patient felt worse than before the new pump was implanted. The patient was feeling they had never experienced therapeutic effect, "almost as if the medication is not working". The pump contained clonidine and baclofen. The following symptoms were reported: nausea, throwing up, leg was limp - "like a wet noodle", exaggerated rebound spasticity, increased baseline spasticity, muscle rigidity, loss of bladder and bowel control, and seizures. The vomiting may occur 15 times in one day after dosage changes, refills, or at times with no known event. The patient had experienced symptoms about every two weeks, off and on since implant. The patient was administered intravenous fluids in the emergency room, date unknown. Per this reporter, no diagnostic studies had been performed. The patient was at home at the time of this report and was interested in a second medical opinion. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that prior to the most recent pump implant they were experiencing "significant" reservoir volume discrepancies (expected residual volume (erv) less than actual residual volume (arv)). The pump was replaced, and the healthcare professional (hcp) commented the pump was "in for so long," but the original catheter has never been replaced and no catheter dye studies have been done to date per caller. Per the reporter, the hpc said the catheter was "clear" at the pump replacement. The pump was used to infuse baclofen (compounded) and clonidine. If additional information is received, a follow-up report will be sent.